Event description:
It was reported that the "balloon shaft cracked." Further review of the returned product investigation revealed a separation of the distal shaft at the mid lap joint, therefore, this is being filed as a malfunction MDR.